Event description:
It was reported that an alert was received in the remote home monitoring system that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration and a signal artifact monitor (sam) episode that disabled the minute ventilation (mv) feature. Review of the electrogram (egm) in the sam episode showed noise on the ra lead at the time the high out of range measurements were recorded. Technical services (ts) provided the information to the clinic and recommended further review. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.